Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. The customer¿s blood glucose level was 31.2 mmol/l at the time of the incident. Customer was treated with insulin pump. Customer had nausea. Customer had not alleged that the insulin pump was under delivering. Customer was using auto mode feature. Customer had not been using insulin pump system within 48 hours of reported high blood glucose event. The device will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the customer was using insulin pump system within 48 hours of reported high blood glucose event.